Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the severity was moderate.

Manufacturer narrative:
Concomitant products: product ID: 977d260, lot# va0zbjr035, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was lead 1, lead 2, and the trial spinal cord stimulator (scs).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported pain in bilateral feet. The patient was in the office for a trial. Immediately after the patient woke from anesthesia she had severe bilateral foot pain. The patient's leads were pulled out of the intended location. The etiology was noted as possibly related to the device or therapy and not related to the implant. The outcome was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had been hospitalized for 24 hours. The etiology was reported as possibly related to the device or therapy and possibly related to the implant procedure. The etiology was noted as related to the leads.

Manufacturer narrative:
(B)(4).

Event description:
The health care professional of the clinical study reported the patient had severe bilateral foot pain immediately after waking up from anesthesia after the trial. The patient's leads were pulled out of the intended location and therapy was suspended. No device deficiencies were noted. An MRI was done with contrast and nothing new was found after the trial. The etiology was noted as other and specified as an adverse event that happened after trial leads were put in. The event was possibly related to the device or therapy and not related to the implant procedure. The event led to in-patient or prolonged hospitalization. The event did not lead to death, it was not a life-threatening illness or injury, there was no permanent impairment of a body structure or body function, and no medical or surgical intervention was needed. The event was resolved without sequelae. Additional information on cause has been requested.

Manufacturer narrative:
Concomitant product(s): product ID: 977d260, lot# va0zbjr035, implanted: (B)(6) 201, explanted: (B)(6) 2015, product type: screening device. Product ID :neu_ens_stimulator, serial# (B)(4), product type external neurostimulator.

Event description:
Additional information from the healthcare professional of the clinical study reported the cause of the foot pain was not determined.